Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an scd controller. The customer states that prior to use on a pt the power cable was found broken and cooper wires were exposed. No pt involvement.

Manufacturer narrative:
Submit date on: 09/17/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
To date, the quality assurance department has not received a sample for evaluation. This investigation will be based upon the picture samples provided by the customer for the reported condition of; prior to use on a patient the power cable was found broken and cooper wires were exposed. No patient involvement. The picture provided in the complaint report shows the power cord fails to meet operational specification because it is damaged showing bare copper conduct, confirming the reported condition. There was no signs of arcing to the exposed copper wiring indicating the unit was not connected to a live circuit. However, the exposed wires produce a high risk of electrical shock to the clinical staff and patient. The damage shown in the picture can be partly contributed to the rough handling of the power cord. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord needs to be replaced to correct the problem. Product scd 700 was manufactured in 2014. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.